Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent initial total hip arthroplasty with competitor products on an unknown date. Patient was revised on (B)(6) 2014 due to unknown reasons and was implanted with biomet products. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The acetabular liner and modular head were removed and replaced.